Event description:
No controls were in use and strips were expired. The customer stated they received a result over 600mg/dl. A nurse tested on her device and received a result of 200mg/dl. A request was made for the return of the suspect device and replacement product was sent.